Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced "other potential serious and/or permanent damage".

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced short dizzy spells and bradycardia. It was further reported that the right ventricular (rv) lead exhibited fracture. The rv lead was capped and replaced. It was further reported that within two weeks the patient continued to experience dizziness in addition to a fluttering sensation with activity and deep inspirational pain in the upper-mid chest. It was also reported that the patient's replacement rv lead exhibited increased thresholds, lucency and impending fracture. The rv lead was explanted and replaced. It was further reported that the patient also experienced scarring, pain, bleeding, restricted motion to the right arm and shoulder and anxiety.